Event description:
Philips received a complaint on the dfm100 device indicating the problem with the speaker. There was no patient involvement. The rse evaluated the device remotely. It was determined that this was a malfunction with the speaker, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the speaker. The reported problem was confirmed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.